Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765, implantable tachy lead, (B)(6) 2007; 5076-52, implantable pacing lead, (B)(6) 2007; 419488, implantable pacing lead, (B)(6) 2007. (B)(4).

Event description:
It was reported that product performance data was reviewed and classified as inappropriate treatment. The device remains in use. The patient was enrolled in the block hf clinical study. No patient complications have been reported as a result of this event.